Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported that his audio processor suddenly stopped working over the weekend. There are no reports of head injuries, illness or changes to medication. The patient is blind and relies on his device for hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that his audio processor suddenly stopped working over the weekend. There were no reports of head injuries, illness or changes to medication.